Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed. It was stated that the customer changes the infusion set every three days. The mother stated that the needle in the p-cap that connects the infusion set to the reservoir seems a bit short. The mother stated that the insulin is stored in the refrigerator and the reservoir is filled with cold insulin. Advised the mother to store the insulin at room temp before filling the reservoir. The programming, time, and date on the insulin pump were correct. The alarm history revealed several no delivery alarms. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.